Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that the serial digital interface (sdi) 1 connector was broken due to an external force applied by the customer during connection or transportation which causes no sdi output due to the breakage of the sdi1 connector. Additionally, the b30 (scope communication error) occurred due to a malfunction of the circuit board. It has been about 6 years since the subject device was delivered. We surmised that the circuit board malfunctioned due to aging deterioration caused by long-term usage as stated on the IFU (instruction for use) and as a preventive measure, the user manual states: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of device would not white balance due to faulty printed circuit board. The evaluation also found no signal to the device due to damaged sdi connector and the usb port was also damaged. Additionally, the evaluation uncovered worn out video connector latch which caused poor connection to pigtails. The faulty parts were replaced, and the software was updated to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the, evis exera iii video system center to olympus due to white balance not working and error code e311. Upon inspection and testing of the returned device, it was observed that the printed circuit board failed. There was no harm or user injury reported due to the event.